Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ptca (percutaneous coronary angioplasty procedure), removal difficulties were encountered. The lesion was located in the lad (left anterior descending) artery, the vessel and lesion characteristics are unknown. The lesion was treated with an unspecified stent. To post dilate the vessel, the 3.5 x 12mm maverick monorail balloon catheter was advanced through a non-bsc guide catheter, over a non-bsc guide wire. The physician noted that the balloon catheter tracked well outside of the body, got half way up the guide catheter and "froze" on the guide wire. The physician pulled back, but was unable to remove the balloon catheter. The balloon catheter was removed together with the guide wire, as a unit, without difficulty. The procedure was completed using a non-bsc guide wire and anon-bsc 3.5 x 12mm balloon catheter. No patient injury or complications were reported. The patient's condition was reported as "fine".